Event description:
The patient was transferred to the cardiovascular intensive care unit with a intraaortic balloon pump (iabp) in place. The following day, the iabp began to alarm. The alarm stated "auto fill failure" and "maintenance required code 2." The iabp stopped functioning. A replacement iabp was obtained and the patient was placed on iabp. No untoward patient effects.maquet informed of failure.